Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device made an unexpected noise, had low power, was leaking air, had component damage and the motor was worn. The device also failed pretests for noticeable noise, power with power test bench and air leak. The assignable root cause was traced to component failure due to normal use. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device made an unexpected noise, had low power, was leaking air, had component damage and the motor was worn. It was further determined that the device failed pretest for noticeable noise, power with power test bench and air leak. It was noted in the service order that the turbine of the device was blocked when using reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.